Event description:
Hill-rom received a report from a hill-rom technician stating the left side rail won't stay up. The bed was located at the account on the (B)(6). There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician found the left side rail end tube broken. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2010-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the siderail end tube to resolve the issue. Based on this information, no further action is required.